Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- visual analysis of the returned sample revealed that no issues were identified with quick drill sleeve 2.4 w/scal f/drill bi. The dimensional inspection was not performed due to the complex geometry of the part. The drill sleeve 2.4 w/scal f/drill bi cannot be checked for the alignment issue due to absence of all the other mating device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the drill sleeve 2.4 w/scal f/drill bi. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part # 03.111.000 , lot # 09-4567 , manufacturing site: selzach, release to warehouse date: 28 dec2009. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation for distal radius fractures. After drilling, the surgeon tried to insert a butt-less pin into the distal hole by using the drill sleeve, but the insert direction got to be a proximal downward. The surgeon tried to insert a butt-less pin again, but the result was the same. Finally, the surgeon removed the guiding block and inserted a butt-less pin. The surgery was completed successfully within 10 minutes delay. The drill sleeve was quite wobbled, so the inserting direction got to be improper direction. This report is for one (1) 1.8mm universal variable angle locking drill guide. This is report 2 of 2 for (B)(4).